Event description:
Information received by medtronic indicates that the catheter triggered system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) during the cryoablation procedure. The catheter was replaced and the procedure continued. During the case, the patient described nausea and the case was stopped. Patient was in good condition with no injury. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Visual inspection showed traces of blood inside the inner balloon of the catheter. Smart chip verification indicated the catheter was used for 5 injections. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.13 inches from the tip inside the heat shrink. Dissection of the handle did not show traces of blood. An internal corrective and preventive action (CAPA) has been initiated to investigate the condition found. This report will be recorded and trended.